Manufacturer narrative:
The incident device is at applied medical for further testing. A follow up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
No procedure performed - "a sample generator was being tested with paper towel and saline before being sent out. Eb010 - on the second or third activation there was an excess of smoke and sparks were produced. The paper towel and jaws (metal and plastic) appeared charred damage to the jaws were manipulated/melted. Eb030+ - I attempted to test the generator with a second hand piece and the same issue occurred on the second activation. Hand pieces were given to clinical/engineering please contact (B)(6) for questions."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During functional testing, engineering was able to replicate the complainant's experience when they activated a sample device on a saline soaked paper towel when using saline solution specifically used for sensitive eyes. The root cause of the complainant's experience is due to user error. The customer used sensitive eye saline solution, instead of laboratory saline, when performing saline-soaked paper towel demonstration. A review of the contents of the sensitive eyes saline solution shows that the solution may be more combustible at high temperatures compared to laboratory saline. Voyant® electrosurgical generator's user manual states, "warning:...do not place electrosurgical devices near or in contact with flammable materials..."applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.